Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose nadir of 40 mg/dl, which was treated with oral glucose in the form of juice; the patient indicated inconsistent meal announcements and stated they typically eat a similar amount of carbohydrates, with no new medications or physical activity, and no device-specific issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included classification as a serious injury/illness/impairment and an unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.